Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing unspecified charging issues with the ipg. In turn, surgery occurred to explant and replace the ipg, which resolved the issue.